Event description:
It was reported that the customer had jammed battery cap on the insulin pump. Customer's blood glucose level was 297 mg/dl. Customer stated that the pump was recently dropped. Customer reported that she had barbeque ribs for dinner, which is why her blood glucose level was high. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Insulin pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
Findings: unit received with striped battery cap coin slot.(p) minor scratched lcd window, cracked display which corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Battery cap was able to be removed.